Event description:
This is being filed as the steerable guide catheter (sgc) hemostatic valve leaked while the device was in the anatomy. An air embolism was suspected and is considered patient injury. It was reported that on (B)(6) 2014, during an unproctored mitraclip procedure, the sgc was prepared for use as per the instructions for use and passed all functional inspections. The device was inserted into the anatomy and then the clip delivery system (cds) clip introducer was inserted into the sgc hemostatic valve. It was then noted that the sgc hemostatic valve was losing fluid. The physician aspirated the air. During a second attempt to insert the clip introducer into the hemostatic valve, the valve lost fluid again. The cds was removed and then the sgc was removed and changed via the seldinger technique. During the removal of the sgc, while observing the electrocardiogram an elevation of the qrs complex was noted and the physician suspected air in the right coronary artery. The patient required cardiopulmonary resuscitation for 10 seconds. After which, the patient was stable. After exchanging the sgc, the mitraclip procedure was completed successfully without further events. The functional mitral regurgitation grade was reduced from 3 to less than 1 with the implantation of one clip. The patient was discharged on (B)(6) 2015 in stable hemodynamic condition. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the steerable guide catheter was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the previously filed medwatch, additional information received indicated that according to the physician who prepped and de-aired the devices, both devices had been de-aired according to the instructions for use. The steerable guide catheter (sgc) did not come in contact with any tissue. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported that the steerable guide catheter (sgc) was discarded. Therefore, the analysis of this complaint will be an assessment of the manufacturing records/complaint history and information provided to abbott vascular. Potential causes for leaks/loss of fluid column are, but not limited to, user technique/procedural conditions, such as the steps utilized to de-air the device during guide preparation or loose connections between the luer and accessory devices (i.e. Stopcock, high pressure tubing or syringe) or manufacturing anomalies (tears or missing silicone in the valve). Review of the lot history record confirmed this device passed all in-process and final acceptance activities, including a leak test and verification that silicone was applied to the guide valve. There were no non-conformances issued for this lot that would have contributed to the reported event. A query of the electronic complaint handling database identified no other incidents for the reported lot for the reported leak in the device. With respect to user technique/procedural conditions, the loss of fluid column can be influenced by the steps utilized at the account during device preparation, such as not fully de-airing the guide shaft during guide preparation or loose connections between the luer and accessory devices (i.e. Stopcock, high pressure tubing or syringe). In this case, it is possible that the loss of fluid column was related to damage to the sgc hemostasis valve during guidewire / dilator withdrawal; however, this cannot be determined. Based on the information reviewed and without the device being returned for analysis, a definitive cause for the reported leak/loss of fluid column could not be confirmed. There does not appear to be any evidence of a product deficiency associated with this device. The patient effect of air emboli and cardiac arrest are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. In this case, the air embolization resulting in EKG/ECG changes and cardiac arrest was likely a result of procedural conditions associated with the loss of fluid column while attempting to insert the cds into the sgc. There is no indication of a product quality deficiency with respect to manufacture, design, or labeling.